Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the tower door failed. The field service engineer replaced controller card and slave cable to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system tower door was not opening. The customer added that this malfunction occurred during the user retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.